Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon felt the camera was moving itself on universal surgical manipulator (usm) 3. The tse confirmed that there were no errors in the logs. The customer stated that when being manipulated from the surgeon side console (ssc), it felt like there was a floating or lack of control. Prior to calling in for technical support, the customer had replaced the camera and ensured that there was no drape resistance. The customer also confirmed that there was no external or internal resistance occurring, and the surgical staff could move the camera without complaint. The system was a dual ssc system, and the tse asked if the surgeon was able to move to the other ssc to determine if the issue would follow. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the staff and was told they stated after the initial reporting, the system was rebooted, and they did not have any other issues reported by surgeons. The fse informed staff to ensure surgeon never removes hand from manipulators while head is still in viewer as the manipulators will not lock up until head was fully removed. This can cause master tool manipulator (mtm) drifting and unintended motion of camera or instruments. Reviewed error logs and found no indication that patient side cart arms moved unintentionally during case. Staff indicated that no field action necessary. Closing as phone fix. No parts were replaced. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The site rebooted the system. The investigation did not reveal any issues related to the customer reported event.